Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by a technician, functional testing was performed and revealed the oscillating saw attachment made noise and the mechanics were corroded. This was attributed to normal wear. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
Customer reported oscillating saw attachment does not operate normally because of a noise (jing ¿ jing). It does not function normally. This is report 1 of 1 for complaint #(B)(4).